Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was about to order breakfast, when he suddenly passed out. The staff at the restaurant called the emergency unit and when the emergency unit arrived around 10:00 am, the cgm reading was 50 mgdl and the bg was low value (no specific value reported as the patient couldn´t remember). The emergency team administered a ¿shot¿ (not specified medication) and something to eat. A few minutes later, the patient was already in a stable condition and was able to drive back home. No other details were documented. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.